Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on interface board. Unable to perform displacement test due to blank display. The insulin pump also had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker and broken end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had fell in between the carts and became damaged all over . Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.